Event description:
The pt reported that the buttons require multiple presses to elicit a response from the pump. The pt reports not exposing the pump to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The 'up' and 'ok' buttons were found to be intermittently responding. The keypad was removed and adhesive was observed under the button contacts. The 'up and 'ok' button contacts were found to be misaligned. The battery compartment was found to be cracked.